Manufacturer narrative:
Investigation ¿ evaluation a review of the quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The inspection of the returned device confirmed the connector and catheter were finger tight. Inspection of the received photographs confirmed the presence of a tear in the molded transition of the proximal hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the patient had a peripherally inserted central venous catheter (PICC) inserted on (B)(6) 2016, and approximately 8 weeks post insertion, the PICC ruptured. The catheter was "simply" removed on (B)(6) 2016 and was reported to be "split at the juncture between the clear tubing and the purple connector". The alleged catheter split did not cause any fragments or breakage of pieces within the patient, additional procedure was required to replace the PICC. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.